Event description:
It was reported that during meniscus surgery, the motor drive unit was not working. The procedure was completed with a significant delay greater than 60 minutes using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Product identification information was not provided for this release of this part and thus a manufacturing record review could not be conducted. A complaint history review found related failures. No adverse events were reported due to the surgical extension so no medical assessment was warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re-occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.